Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised due to a loose tray. Tray was loose at the cement to implant interface. Depuy cement was not used on the initial procedure. The original procedure was performed on (B)(6) 2016 at (B)(6) surgery center in (B)(6), in by dr. (B)(6). Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.